Event description:
It was reported that the patient experienced episodes of non-sustained ventricular tachycardia (nsvt) with several associated speed drops and increased frequency of pulsatility index (pi) events. The patient experienced dizziness, increased fatigue, and nausea. It was noted that the episode had self-resolved

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported non-sustained ventricular tachycardia (nsvt), as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.